Event description:
It was reported that, during an ablation procedure, after finishing the fast anatomical map in the left atrium, the physician wanted to start ablating and ¿temp too high¿ error appeared on the stocker generator (sn: (B)(4)). The user changed the catheter cable, the catheter and the issue persisted. Then a second stockert generator was used (sn: (B)(4)) but the issue was not solved. It was not possible to finish the case and it was decided to cancel it. Additional information was received stating that a transseptal puncture was performed prior to the case cancellation, making the event reportable.

Manufacturer narrative:
(B)(4).